Event description:
When the surgeon was using the device, the vacuum light came on 3 times and ablation was not complete. A new disposable device was opened and the same thing happened. The surgeon was able to complete the surgery with another device. There was no patient injury. Biomedical assessment: biomed verified performance of novasure device with no problems found. Per the service manual: the vacuum led will illuminate when a blockage is detected in the disposable device or the connection tubing, or when the system has a leak. There are several situations in which this might be created: 1) an over-dilated cervix with poor contact between the cervical collar and the external os. 2) a poor luer connection at the vacuum feedback or suction flush port. 3) a poor attachment of the desiccant tube to the suction tubing. 4) an obstruction in the disposable device tubing5) an obstruction in the disposable device. One week after event: the ambulatory facility tried the device again in another procedure with the sales rep present and there was no further problems. One month after event: to date, no other problems have been reported. Follow up: no follow up required. Scheduled preventive maintenance will continue on a semi-annual basis.